Event description:
Customer reported at 11:43 device ="hi". Patients device = 526 mg/dl. At 11:52, lab = 465 mg/dl. Treatment information was not provided. Controls were in range. A request was made to return product, however, replacement product was denied.